Manufacturer narrative:
During inspection and testing, the coating on the insertion tube was found to be peeled off due to deterioration. The reported issue (gap in boot) was confirmed and found to be caused by external factors. In addition, service found the bending angle was out of specification due to wear of the angulation wire, there were stains on the image guide bundle, the insertion tube was crushed, the adhesive on the bending section cover was chipped, and the universal cord was crushed. Scratches were observed on the bending section cover, and the universal cord due, to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a gap in the boot on the scope connector side of the universal cord, causing it to rotate. No procedure was affected. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling off). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.